Event description:
During a dhs procedure surgeon was using the dhs/dcs guide shaft with flats to insert a coupling screw. The screw bent, however, the surgeon was able to remove the coupling screw with a wrench and may have damaged the wrench. Surgeon then tried to insert the lag screw and the flanges broke off a second guide shaft, from another set. The pieces were retrieved. Surgeon used another wrench from the second set to insert the lag screw and complete the procedure. The surgeon may have damaged the second wrench. This is 1 of 5 reports for this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.